Manufacturer narrative:
A review of the device data was performed and no system malfunction occurred.

Event description:
After getting a treatment on (B)(6), the patient had a continued pain and swelling on the area treated. They also had a fever that wouldn''t go away so they went to an emergency hospital on (B)(6).